Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of fungal peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). This is one of multiple cases from the same reporter on the same day with the same diagnosis. On (B)(6) 2011, the physician received the report of fungal peritonitis from a baxter sales representative. On an unreported date the patient experienced fungal peritonitis. It was unknown if the extraneal therapy was ongoing or if the event of fungal peritonitis resolved. No statement of causality was reported for the event of fungal peritonitis.